Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered severa; anti-tachycardia pacing (atp) which accelerated the heart rate to 300 beats per minute (bpm). The device delivered shock therapy, which was able to convert. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. Conclusion code was updated to "known inherent risk of device" because product record reviews did not identify a product quality issue or new patient harm.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several anti-tachycardia pacing (atp) bursts which accelerated the heart rate to 300 beats per minute (bpm). The device delivered shock therapy, which was able to convert. The device remains in service. No adverse patient effects were reported.